Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of intense swelling, slight soreness, and taut-elastic consistency are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events of swelling, slight soreness, and taut-elastic consistency as follows: undesirable effects: "the patient must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include but are not limited to: " inflammatory reactions (redness, oedema, erythema, etc.), which can occur simultaneously with itching or pain on pressure, can appear after the injection. These reactions can last for a week. " indurations or nodules at the injection area."

Event description:
Healthcare professional reported patient was injected with juvéderm® voluma" with lidocaine. A few weeks later patient was injected primarily in the labiomental region with juvéderm® volift" with lidocaine. Four months later patient developed sudden intense swelling of the lower face with "a slight soreness of the part, in overall health good condition, no dental therapy/orthodontic underway." The injecting physician prescribed deltacortene, augmentin, and bromelain via email since the patient was abroad. When patient returned for review with injecting physician they had swelling, taut-elastic consistency, but without other inflammatory aspects, primarily in the labiomental region, bilateral and symmetric. The prescribed therapy progressively resolved the symptoms and the patient informed the physician of complete resolution of the palpability of the swelling. Symptoms resolved approximately one month after onset.

Manufacturer narrative:
Device history record summary: the release step combined with the absence of any deviation shows that that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications.

Event description:
Healthcare professional reported patient was injected with juvéderm® voluma¿ with lidocaine. A few weeks later patient was injected primarily in the labiomental region with juvéderm® volift¿ with lidocaine. Four months later patient developed sudden intense swelling of the lower face with "a slight soreness of the part, in overall health good condition, no dental therapy/orthodontic underway." The injecting physician prescribed deltacortene, augmentin, and bromelain via email since the patient was abroad. When patient returned for review with injecting physician they had swelling, taut-elastic consistency, but without other inflammatory aspects, primarily in the labiomental region, bilateral and symmetric. The prescribed therapy progressively resolved the symptoms and the patient informed the physician of complete resolution of the palpability of the swelling. Symptoms resolved approximately one month after onset.